Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, the visual inspection revealed all conductors were distorted and all insulators were breached or cut.

Event description:
It was reported during implant procedure that there was sensing difficulty, low impedance less than 200 ohms, and an apparent lead fracture. The lead was not implanted. No patient complications have been reported as a result of this event.